Manufacturer narrative:
The delivery catheter system (dcs) has been received in the analysis lab. The analysis and investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve delivery catheter system (dcs), when opening the dcs, it was noted that the handle was slightly separated. Upon further inspection, it was noted that the tab on the distal end was loose and would not close again to hold the handle together. A new dcs was used to load the valve and complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the delivery catheter system (dcs) was returned on a medtronic loading tray with the actuator components slightly separated. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The dcs was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub were intact with no evidence of damage. Upon retraction of the capsule via rotation of the deployment knob, the actuator components separated. A smooth angle joint was visible were the vertical face of the tab meets the horizontal face of the main actuator body. Tab 3 of the actuator component was observed to have a stress mark at the point where the tab protrudes from the male actuator component. Tab 4 was observed to have a white line at the point where the tab protrudes from the male actuator component. The reported event for actuator separation was confirmed in the analysis. Conclusion: the investigation is in progress. Updated data: h2 and h3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method; eval code result; eval code conclusion conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The manufacturing team was notified about this actuator separation event. A manufacturing assessment was carried out on the subject device. As part of the review, the in-process inspections and controls were assessed. The root cause of this event is not deemed to be manufacturing related. The root cause for the event is possibly related to shipping; however, this cannot be conclusively confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve delivery catheter system (dcs), when opening the dcs, it was noted that the handle was slightly separated. Upon further inspection, it was noted that the tab on the distal end was loose and would not close again to hold the handle together. A new dcs was used to load the valve and complete the procedure. No adverse patient effects were reported.